Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the black screen and alarm was likely due to a faulty circuit board (tube pressure sensor). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the high flow insufflation unit front panel displayed a black screen and alarm. The issue occurred during preparation for use for a therapeutic laparoscopy procedure. The procedure was completed using a similar device. There were no reports of patient harm.